Manufacturer narrative:
Insulin pump was received with broken battery cap and battery was stuck inside of the battery compartment. Unit was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. Insulin pump had a blank display due to corroded battery tube. Unable to verify bad battery alarm due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the exterior part of the insulin pump's battery cap broke off. Part of the battery cap was still locked inside the compartment and they were unable to remove the battery. The self-test did not respond. They received a bad battery error alarm. Customer's blood glucose level was 16.4 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.